Event description:
Right ventricular (rv) lead integrity alert, increase in lead integrity alert (lia) in sepsis-induced coagulopathy (sic), hrns, oversensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).